Manufacturer narrative:
The received device had the cannula assembly only partially deployed as upon initial inspection, the formed needle was observed to be present within the exposed portion of the soft cannula. The linkage assembly was viewed through the top housing and was observed to not be in the fully retracted position. After opening the pod, score marks were found on the top housing, indicating increased friction between the two components due to a misalignment. While the pod's download data does not show any evidence of struggle to deliver insulin when the pod was worn, it was discovered during leak testing that the exposed portion of the soft cannula was leaking fluid from a small tear on the cannula. It could not be determined if this damage was caused by the exposed needle or when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had blood glucose (bg) values reaching 360 mg/dl. The patient was checked for ketones and they were large. For treatment, the patient gave themselves a manual injection and changed out the pod. The pod was worn on the back between 4 and 24 hours.